Event description:
It was reported that the patient had a pump implant and was discharged to home that same day. The medication in the patient's pump was morphine 1 mg/ml at 1 mg/day. The physician stated that the patient expired the next day after implant. The cause of death was unk.

Manufacturer narrative:
.